Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. Five opened probes with tip protector in a tray were received for the report. Sample 1: the sample was visually inspected and found to be nonconforming with white foreign material on the needle. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for both tests. The probe engine was disassembled, and the components inspected. The diaphragm, spacer, top o-ring are all intact. Bottom o-ring has outer diameter damage. Sample 2: the sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face and inside the port. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for both tests. The probe engine was disassembled, and the components inspected. The diaphragm, spacer, top o-ring are all intact. Bottom o-ring has outer diameter damage. Sample 3: the sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face and inside the port. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for both tests. The probe engine was disassembled, and the components inspected. The diaphragm, spacer, top o-ring are all intact. Sample 4 and 5: samples were not within the reported pak lot number reported based on radio frequency identification tag identification; therefore, no sample evaluation was performed. A review of the device history record traceable to the lot number obtained from the device¿s rfid tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria the investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is not determined as the returned sample 1, 2 and 3 were conforming for all functional testing. However, a manufacturing related potential contributor factor was identified, damaged was observed on the o-ring and cannot be ruled out for the cut problem as reported. Sample 4 and 5: based on the evaluation of the information and materials received (the reported product and lot was not received), the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The returned sample 1, 2 and 3 functionally met specifications; however, a non-conformance was completed for the damage observed on the o-ring. Sample 4 and 5 lot numbers were not within the reported pak lot number based on rfid tag identification; therefore, specific actions with regard to this complaint cannot be taken. A nonconformance investigation was completed to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that the probe could not cut before vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no information about any impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).